Event description:
Baclofen pump malfunction. Patient's previously placed baclofen pump sounded a malfunction alarm. Specifically, the device began alarming early this morning. Patient identified the audible sound coming from his abdomen.